Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement on the leaflet and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed in a2-p2; however, the mr grade only reduced to 3-4. Two important jets were observed, one in the lateral part of the a2-p2 and the other medially. A second clip (cds 80209u188) was implanted at the lateral side reducing the mr grade to 2+. A third clip was successfully implanted, but mr was noted to increase. It was suspected that the second clip moved on the leaflet and a perforation was observed in the posterior leaflet. It was confirmed that all clips were attached to both leaflets. The final mr grade was 3-4. Future treatment is being discussed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not identify a lot specific product quality issue. A definitive cause for the partial clip movement could not be determined. The tissue damage was due to the partial clip movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.